Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product was not returned for investigation. Data logs were reviewed and 5s parameters were out of specification. At the time of incident, placement signal went up to 3000, snr went to 0, lamp increased to 100, light was decreased, gain was stable and contrast was intermittently barcoding. No motor current spikes were observed. These changes in parameters are similar to that of a damaged fiber line. Therefore, the root cause of the optical signal issue was most likely a damaged optical fiber line. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported using an impella 5.5 pump to support a patient undergoing a high-risk percutaneous coronary intervention. After three days of support, the placement signal was lost. The loss of optical signal did not prompt treatment and the pump remained on to support the patient. A decision was made to withdraw care and the patient expired.